Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, peritonitis had occurred coincident with dianeal 1.5% pd2 and dianeal 2.5% pd2 solution used for peritoneal dialysis therapy. It was reported that the cause of peritonitis was due to damage of the catheter and the patient used fevikwik for sticking the catheter and used drainage pipe (re-training done). On an unspecified date, a peritoneal effluent sample was taken for analysis and the result revealed a leucocyte count of 50,000 cells/mm³. On an unspecified date, the patient was admitted in hospital for one day and then discharged. On an unspecified date, the patient was treated with vancomycin injection 1gm (route, frequency and duration were not reported) and fortum injection 1gm (route, frequency and duration were not reported). Antibiotic treatments were stopped. Peritoneal dialysis was ongoing. The patient recovered from the event.